Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io power driver (9058) (sn j51103) was returned for evaluation. Upon receipt the driver was visually inspected. When the trigger was pulled the driver had no power. There was no operational status light displaying. After the motor/gearbox assembly failed testing, the assembly was visually inspected. No signs of damages, carbon dust or discoloration were observed on the motor/gearbox assembly. The driver was disassembled to test, evaluate and record operating characteristics. Battery voltage measured as 17.87 dc volts without being activated (multimeter: ref-002629). Battery voltage measured as 0.00 dc volts when button was activated and voltage reached a stable level (multimeter: ref-002629). Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The eeprom was parsed and the results reveal the charge count was 12,038,649 which is below the expected charge count value of a completely depleted battery (15,300,000 per ver0190 accel biotech firmware verification test report). The number of trigger pulls was recorded at 1805, which exceeds the approximate useful life of 500 insertions identified in the driver IFU. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were not operable, it appeared that the motor and gearbox were locked. The contract manufacturer (spartronics) was consulted as part of this investigation. They confirmed the driver passed the load test during inspection. No defects or anomalies were detected at the time of manufacturing. The recorded rpm with no load is 1478.8 rpm which is within the specifications of 1,300 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). The recorded rpm under 5 - 8lbs of axial load is 1,519.2 rpm which is within the specifications of 1,000 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). The sample will be sent to the supplier for further investigation. The customer complaint is confirmed. The driver failed due to a locked motor/gearbox assembly. The root cause of this failure is unknown. No other corrective/preventative actions will be assigned at this time. The sample will be sent to the supplier for further investigation. The customer's complaint is confirmed. The driver failed due to a locked motor/gearbox assembly. The contract manufacturer (spartronics) was consulted as part of this investigation. They confirmed the driver passed the load test during inspection. No defects or anomalies were detected at the time of manufacturing. The root cause of this failure is unknown at this time. The sample will be sent to the supplier for further investigation.

Event description:
Ez-io product driver battery indicator not changing to red when battery depleted. In the ysc adult ed at ynhh on 4/1/21 rn was establishing an interosseous line in the right proximal humeral head. He checked the driver indicator light and was green and per product IFU continued with insertion attempt. Driver slowed and stopped requiring procedure to be stopped and second driver brought to bedside. No patient harm occurred with minor delay in access. The ez io product has a red colored driver that is powered by a lithium ion battery and does have a life expectancy. Per product IFU when battery indicator that provides a visual warning for the operator. The led is green when the batteries are at optimal performance and flashes red when 10% of the battery life remains. In this case the light was green when trigger activated, started insertion and failed. No patient harm related to this. Product removed from clinical area. All other devices in the ysc AED checked for function.

Manufacturer narrative:
Qn# (B)(4). Ez-io power driver (9058) (sn (B)(6)) was returned for evaluation. Upon receipt the driver was visually inspected. When the trigger was pulled the driver had no power. There was no operational status light displaying. After the motor/gearbox assembly failed testing, the assembly was visually inspected. No signs of damages, carbon dust or discoloration were observed on the motor/gearbox assembly. The driver was disassembled to test, evaluate and record operating characteristics. Battery voltage measured as 17.87 dc volts without being activated (multimeter: ref-002629). Battery voltage measured as 0.00 dc volts when button was activated and voltage reached a stable level (multimeter: ref-002629). Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The eeprom was parsed and the results reveal the charge count was 12,038,649 which is below the expected charge count value of a completely depleted battery (15,300,000 per ver0190 accel biotech firmware verification test report). The number of trigger pulls was recorded at 1805, which exceeds the approximate useful life of 500 insertions identified in the driver IFU. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were not operable, it appeared that the motor and gearbox were locked. The contract manufacturer (spartronics) was consulted as part of this investigation. They confirmed the driver passed the load test during inspection. No defects or anomalies were detected at the time of manufacturing. The recorded rpm with no load is 1478.8 rpm which is within the specifications of 1,300 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). The recorded rpm under 5 - 8lbs of axial load is 1,519.2 rpm which is within the specifications of 1,000 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). The sample was sent to the supplier for further investigation. Spartronics reassembled the motor/gearbox and pcba with a production inventory battery pack. The returned unit did not pass the load test even with the new battery pack, which confirms the failure is unrelated to the batteries. The recorded rpm with no load is 574 rpm which is significantly below the specifications of 1,300 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). The recorded rpm under 5 - 8lbs of axial load is 585 rpm which is significantly below the specifications of 1,000 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). Next, the returned motor was replaced with a production inventory motor. This time, the unit passed the rpm test. Testing confirms the failure is related to the motor. The recorded rpm with no load is 1568 rpm which is significantly below the specifications of 1,300 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). The recorded rpm under 5 - 8lbs of axial load is 1460 rpm which is significantly below the specifications of 1,000 rpm - 2,000 rpm per ms0001 rev. 05 (material specification for ez-io and oncontrol power drivers). In an attempt to replicate the observed motor failure, a production inventory motor was dropped from 35-40 inches repeatedly. After each drop, the motor was evaluated and an rpm test was performed. After the first drop, a slight difference in the motor sound was observed. The results of the test indicated that after each drop, the pitch in the motor sound increased. However, the motor passed the unloaded and loaded rpm tests each time. Several sections of the IFU will be referenced as part of this investigation report. The IFU states the following: "as with any emergency medical device carrying a backup is strongly advised protocol" "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining" "purchase and replace the ez-io power driver when the red led begins blinking. "Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions." "The driver operating/useful life is approximately 500 insertions. However, this number may vary since life expectancy is dependent on actual usage (bone density and insertion time), storage, and frequency of testing." "Ez-io power driver will not light, or will briefly light, when the battery has expired. Use a backup driver or the manual insertion method." A review of the device history record found that the driver passed all the release criteria. The device was released in 08/2017 and is approximately 4 years old. Corrective action is not required at this time as the root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature. The customer's complaint is confirmed. The driver failed due to a defective motor. The contract manufacturer (spartronics) was consulted as part of this investigation. They confirmed the driver passed the load test during inspection. No defects or anomalies were detected at the time of manufacturing. The sample was sent to the supplier for further evaluation. They confirmed the motor was defective. A device history record review was performed with no evidence to suggest a manufacturing related cause. An attempt was made to replicate the observed failure by dropping the motor. However, the failure could not be replicated. Since the circumstances of use are unknown, the root cause of the motor failure could not be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Ez-io product driver battery indicator not changing to red when battery depleted. In the ysc adult ed at ynhh on 4/1/21 rn was establishing an interosseous line in the right proximal humeral head. He checked the driver indicator light and was green and per product IFU continued with insertion attempt. Driver slowed and stopped requiring procedure to be stopped and second driver brought to bedside. No patient harm occurred with minor delay in access. The ez io product has a red colored driver that is powered by a lithium ion battery and does have a life expectancy. Per product IFU when battery indicator that provides a visual warning for the operator. The led is green when the batteries are at optimal performance and flashes red when 10% of the battery life remains. In this case the light was green when trigger activated, started insertion and failed. No patient harm related to this. Product removed from clinical area. All other devices in the ysc AED checked for function.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Ez-io product driver battery indicator not changing to red when battery depleted. In the ysc adult ed at (B)(6) on (B)(6) 2021 rn was establishing an interosseous line in the right proximal humeral head. He checked the driver indicator light and was green and per product IFU continued with insertion attempt. Driver slowed and stopped requiring procedure to be stopped and second driver brought to bedside. No patient harm occurred with minor delay in access. The ez io product has a red colored driver that is powered by a lithium ion battery and does have a life expectancy. Per product IFU when battery indicator that provides a visual warning for the operator. The led is green when the batteries are at optimal performance and flashes red when 10% of the battery life remains. In this case the light was green when trigger activated, started insertion and failed. No patient harm related to this. Product removed from clinical area. All other devices in the ysc AED checked for function.